Manufacturer narrative:
(B)(4). The device was returned for evaluation and repair. The product analysis found ¿there are numerous impacts on the sheath. The forceps is in short circuit and does not pass the electrical tests. Moreover, the base of the jaws is unglued. The impacts on the sheath are probably due to shocks with other instruments during the use or the reprocessing of the forceps. A small (+-1mm), but deeper impact cut the sheath and provoked the defect of the electrical insulation. The ungluing of the base of the jaws is in all likelihood due to a use with excessive rotative efforts. The impacts on the sheath [is likely the result of] an error during the use or the reprocessing [of the instrument/device].

Event description:
It was reported that the bipolar forceps instrument returned for repair. Repair technician found ¿numerous impacts on the sheath. The forceps is in short circuit and does not pass the electrical tests,¿ indicating a breach of electrical insulation. There was no patient impact reported.